Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the patient and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and noticed that the occlusion balloon had deflated. The device was removed and the case was completed without protection. The patient is reported to be fine.